Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 05/31/2018 and strip open date is (B)(6) 2016. Strip storage is correct. Back to back blood test performed fasting and results are 123mg/dl and 123mg/dl. Reviewed meter memory (customer is visually impaired and is unable to recall time and date stored in her meter's memory): 143 mg/dl; 88 mg/dl; 144 mg/dl; 182mg/dl; 117 mg/dl. Customer called and stated that her trueresult blood glucose monitoring device is displaying results that are consistently lower when compared to the meter that was given to her by the doctor's office. Customer stated that her trueresult glucose meter displayed 138 mg/dl and a competitors meter displayed 165 mg/l. Both results were taken seconds apart, fasting. Customer's normal blood glucose values range from 150 to 180 mg/dl (fasting).